Event description:
It was reported that the patient underwent an implantable neurostimulator replacement, due to inconsistent measurements of battery life. At 18 months post op, the patient was experiencing end of life output drift. The voltage was increased to 3.5v. Previous measurements of the battery were conducted at 3.72v and 3.0v. Impedance measurements were not available at the time of this report. The patient recovered from the battery replacement without sequela.